Event description:
It was reported that the patient underwent a pocket revision to reposition the ipg. The revision was because the ipg was tilted at an angle which caused the patient discomfort and charging difficulties. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is a final report.